Event description:
Complainant alleged that the medical technicians were performing a pt set-up (age and gender of pt unknown) with the device, but that the device displayed an "ECG lead off", error message in all leads. There was no indication of any adverse efect on the pt as a result of the reported malfuntion.